Manufacturer narrative:
Weight: (B)(6) kg.

Event description:
(B)(6) clinical study. It was reported that the patient experienced a pericardial effusion and cardiac tamponade. During redo a pulmonary vein isolation (pvi) ablation procedure to treat atypical flutter, the physician was ablating the anterior mitral line to the right superior pulmonary vein (rspv) with an intellanav mifi open-irrigated when the patient's blood pressure dropped to 70s systolic. Ultrasound intra-cardiac echocardiogram (ice) identified a large pericardial effusion in the anterior wall or roof. Periocardiocentesis was performed, removal of the ablation catheter, fluid resuscitation and pericardial window following transesophageal echocardiography (tee) was performed and the patient's blood pressure improved. The patient made a full recovery. An intellamap orion high resolution mapping catheter and non-boston scientific sheaths were used during the procedure as well. No resistance was felt while maneuvering the catheters. The ablation catheter was "likely" the cause of the event.

Manufacturer narrative:
Weight: 81.7 kg the device was returned for analysis. Visual inspection showed visible saline in the distal basket. There was a small kink towards the proximal end of the main shaft. The device did not have any other abnormal visible defects. Magnetic sensor resistance testing showed both sensor pairs are within specification. Hdx testing revealed the orion showed up on the work station with no blinking. Deployment showed on work station screen with no issues; 100% mapping capability. The device passed all standard and relative testing and had no notable defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Interrupt af pm009 clinical study it was reported that the patient experienced a pericardial effusion and cardiac tamponade. During redo a pulmonary vein isolation (pvi) ablation procedure to treat atypical flutter, the physician was ablating the anterior mitral line to the right superior pulmonary vein (rspv) with an intellanav mifi open-irrigated when the patient's blood pressure dropped to 70s systolic. Ultrasound intra-cardiac echocardiogram (ice) identified a large pericardial effusion in the anterior wall or roof. Periocardiocentesis was performed, removal of the ablation catheter, fluid resuscitation and pericardial window following transesophageal echocardiography (tee) was performed and the patient's blood pressure improved. The patient made a full recovery. An intellamap orion high resolution mapping catheter and non-boston scientific sheaths were used during the procedure as well. No resistance was felt while maneuvering the catheters. The ablation catheter was "likely" the cause of the event.